Event description:
It is reported that a customer experienced high blood glucose of 447 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with the issue and found that the infusion set was the problem. The customer resolved the issue with a complete infusion set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.